Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system ¿controller 2.0. Model #: 1420-controller / catalog #: 1420-controller/ expiration date: 31-dec-2020/ serial#: (B)(4). UDI #: (B)(4). Concomitant medical products and therapy date: no. Device evaluated by manufacturer?: no. Device evaluation anticipated, but not yet begun. Mfg date:20-dec-2019. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient accidently disconnect both sources of energy, and then damaged the pins when frantically tried to attached them back. Unfortunately, the patient was unsuccessful, and passed away as a consequence of the event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional information has been requested regarding the monitor serial number related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2021-05-31 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2020-05-04 h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2021-05-31 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2020-05-04 h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2021-05-31 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2020-05-04 h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2021-05-31 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2020-05-04 h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ monitor d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g02010 h6: FDA device code(s): a13 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller pins were damaged when the patient accidentally disconnected the power sources. It was further reported that, based on a request by the coroner, log files were successfully downloaded from the controller which noted that several batteries exhibited critical battery alarms. It was also reported that an error occurred when the log files were attempted to be uploaded to the autologs website which was suspected to be related to the monitor as there were several errors logged for the monitor usb host device when the flash drive was removed.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial or lot#: (B)(6), h6:FDA method code(s): b15, b17 h6: FDA results code(s): c23, c02 h6: FDA conclusion code(s): d02, d11 h6: img code(s): g02013 serial or lot#: (B)(6), h6:FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial or lot#: (B)(6), h6:FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial or lot#: (B)(6), h6:FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial or lot#: (B)(6), h6:FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial or lot#: monitor h6:FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-jun-2021 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h4: mfg date: 23-jun-2020 h5: no h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 the ventricular assist device (vad) ((B)(6)), two (2) controllers ((B)(6)), four (4) batteries ((B)(6)), one (1) battery with an unknown serial number and one (1) monitor of unknown serial number were not returned for evaluation. No performance allegations were made against (B)(6) and the battery with an unknown serial number. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the controller log files associated with (B)(6) revealed one (1) controller power up event with an associated pump start event logged on 11/mar/2022 at 18:12:12. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 71% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for three (3) minutes and thirty-six (36) seconds. Several additional controller power up events without pump start events were logged on 11/mar/2022 since 18:18:12, likely due to troubleshooting and/or a controller exchange. Review of the controller log files associated with (B)(6) revealed two (2) controller power up events logged on 11/mar/2022 at 19:24:58 and 19:43:09. Additionally, one (1) vad disconnect alarm was logged 11/mar/2022 at 19:25:02, likely due to the controller powered up without the driveline cable connected. Review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point logged on 11/mar/2022 was at 19:25:31, indicating that the power up events and vad disconnect alarm occurred during a controller exchange. Analysis of the alarm log files associated with (B)(6) revealed one (1) vad stopped alarm on 11/mar/2022 at 19:43:34, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by additional controller power up events, additional vad disconnect alarms indicating physical disconnections of the driveline from the controller, and additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, logged on 11/mar/2022 between 19:48:24 and 21:25:16, likely due to troubleshooting. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; the time and date was last set on 28/oct/2020. Review of log files associated with (B)(6) revealed multiple data points logged since 21/mar/2022 with battery relative state of charge (rsoc) values of 0% logged with no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file associated with (B)(6) revealed multiple critical battery alarms logged since 21/mar/2022 with a battery relative state of charge (rsoc) value of 101% logged and serial number ID, or cycle count, indicating that the controller was unable to recognize the connected battery. Additionally, review of the alarm log file associated with (B)(6) revealed four (4) vad disconnect alarms logged since 21/mar/2022 with battery relative state of charge (rsoc) values of 0% logged with no serial number ids or cycle counts, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting after the patient was found. The autologs reports information is based on the data available in the controller log files. It is likely the inability of the controller to recognize the batteries recorded in the log files affected the ability to generate the autologs reports. As a result, the reported loss of power, vad stop, critical battery alarms, and inability to generate an autologs report events was confirmed. The reported controller bent pins and monitor data transfer error events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported bent pins event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of remaining controller power up events can be attributed to controller exchange attempts and troubleshooting of the controllers. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca . CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca . Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the physical disconnections of the driveline from the controller, likely due to the troubleshooting by the patient and after the patient was found. A possible root cause of the observed inability of the controller to recognize the batteries, critical battery alarms, and the reported inability to generate the autologs report event can be attributed to a damaged integrated circuit on the controller's communication line. The integrated circuit is responsible for the communication between controller and batterie. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the controller to trigger critical battery alarms. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the c onnector, likely after the patient was found. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the reported monitor data transfer error event may be attributed, but not limited, to a usb flash error and/or a component malfunction within the serial module. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.